Event description:
It was reported that during a laparoscopic sigma procedure, the teflon pad melted. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.